Event description:
While performing an intracranial embolization the doctor did not approve of where the onyx was traveling. The catheter was removed. There was noted a tear in the catheter, a very small amount of onyx went into the external carotid branch. Abated after use: yes.